Event description:
An md from the medical center called to report the customer was hospitalized in dka. It was stated that the pump was dropped several times and since then the device did not have an audible tone. Also it was stated that the unit had several visual alarms but it was felt that no insulin was delivered.